Event description:
It was reported that during an irreversible electroporation ablation procedure using a farawave catheter the guidewire became stuck in the catheter. During use the physician was no longer able to push or pull the guidewire. He pushed the guidewire more forcefully and then found they were able to retract the guidewire. When removed from the body the guidewire end was now shapeless and "now looked like spaghetti". The catheter and guidewire were exchanged, and the procedure was completed without patient complications. The catheter has been received by boston scientific and is awaiting investigation.